Event description:
It was reported that pre-op to the gastic bypass procedure, while attempting to test the shears, the generator displayed error code 5. Troubleshooting steps were followed and instrument was subsequently replaced. There was no harm to the patient.